Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was implanted. Testing on the pacing system analyzer (psa) found good lead measurements. When the lead was connected to the first pacemaker, no pacing output was observed. Additionally, the pacing threshold measurements on the psa were good, but were increased when connected to the device. The lead was retested on the psa and good measurements were confirmed. However, when the lead was reconnected to the device, there was still no pacing. This second pacemaker of the same model was then connected, with the same outcome. No adverse patient effects were reported. This device remained implanted.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.